Manufacturer narrative:
Section h6: "1384 - mechanical problem" corrected to "4018 - unintended electrical shock". Manufacturer's investigation conclusion: the reported event of ¿¿mpu surged and shocked¿ could not be confirmed through this evaluation. Additional information communicated on (B)(6) 2021 indicated the patient disconnected both power cables from the system controller resulting in the no external power alarm event. The no external power alarm event was confirmed with the submitted log file, which captured the event on (B)(6) 2020. Also, the information indicated this is when the automatic implantable cardioverter-defibrillator fired. Additional information communicated on 02aug2021 indicated the serial number of the mobile power unit was unavailable and will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ . Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use document ¿replace any equipment or system component that appears damaged or worn¿. Under section 3 ¿powering the system¿, risk of electrical shock is listed in the caution, ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords.¿. ¿do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur.¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report: 2916596-2021-04138. It was reported that the patient had disconnected from their batteries to plug into the mobile power unit (mpu). The patient stated that when they plugged into the mpu it "surged" and shocked them. The site was unsure if it was the mpu or the patient's automatic implantable cardioverter-defibrillator (aicd) device that had delivered the shock. Review of the patient's log files showed that a no external power event had occurred that morning at 12:19 am. This appeared to have been caused by the patient simultaneously disconnecting power from both controller leads. In addition, the data showed multiple pi events. No other unusual events were seen in the patient's log files, and the mechanical circulatory support (mcs) equipment appeared to be operating as intended. The patient's mpu was replaced for wear and tear.